Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she connected prior to the "connect yourself" message. The tsr assisted the hp to end therapy. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention. The tsr reviewed proper procedures per the user manual with the hp.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation could be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice unit during initial drain. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated that there were large air bubbles in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The tsr advised the hp to ensure the patient line was fully primed before connecting again. The hp confirmed he would start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated there was no defect noted in the supplies. The hp stated he was doing well. No patient injury or medical intervention was reported. No further information is available.